Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the right ventricular lead integrity alert was triggered.

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.